Event description:
Boston scientific received information that this right ventricular lead had exhibited two episodes of loss of capture. A revision procedure was performed which revealed that the lead had dislodged. The decision was made to remove and replace the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
A new right ventricular lead was successfully implanted. The explanted lead was not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.